Event description:
The facility representative reported an infuso.r. Pump with a condition of "won't come out of bolus mode." This condition occurred during delivery in the "operating room" department. This condition had the potential to interrupt delivery. There was patient involvement. However, there was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of, "won't come out of bolus mode" was confirmed during device evaluation. The cause of the reported problem was not identified because the device was returned unrepaired.